Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "at 18:30 on (B)(6) 2026, the catheter was inserted into the patient successfully. At 23:18 on (B)(6) 2026, the nurse found the blood in helium pathway. Change the new catheter". No patient harm or injury. The patient status is reported as "fine".